Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00465. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was advancing two ruby coils through another manufacturer's microcatheter, both coils became stuck and the physician was unable to advance the ruby coil pusher assemblies any further. Therefore, the ruby coils could not be advanced out of the tip of the microcatheter and were removed from the patient. The procedure was completed using another manufacturer's coils and the same microcatheter. There was no report of an adverse effect to the patient.